Manufacturer narrative:
(B)(4). The customer confirmed that they have removed and retired the device for service. The device will not be returned to physio-control for eval. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had all three icons illuminated (service attention, and charge-pak) and would not power on. There was no pt associated with the reported failure.